Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device remains in the patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by an allergist's office that a patient has been referred to them for an allergic reaction. Patient had a biceps tendon repair procedure on (B)(6) 2016. During the procedure the patient received the following implant: ar-2260bc, lot 600093. The reporter has requested material composition of the patient's implant. Material composition has been provided.